Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure occurred while infusing on a patient. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.